Manufacturer narrative:
Part was received, and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Manufacturer narrative:
G5:510(k)#: k102985. B4:23aug2021. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The fse replaced the front bezel to resolve the issue. The unit was returned to service. No other anomaly was reported. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Event description:
It was reported to philips by a customer that the unit's navigational ring is not moving. Further information regarding patient intervention or actions taken is currently pending additional correspondence with the institutional clinicians. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the bme reported the unit's nav-ring is not moving. The unit has been removed from service. The problem was identified by emsar during power management board recall. The customer still has an active recall for nav-ring failures. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.